Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No frozen display noted. No button error alarms noted. Unit power up properly after battery installation. Unit received with operating currents within specification. No battery out limit alarms noted. Unit received with minor scratches on lcd window and with cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump's keypad froze and was unresponsive. The insulin pump alarmed button error and battery out limit. She was unable to clear the battery out limit alarm. Customer's blood glucose level was 206 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.